Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 months due to endocarditis and sepsis. Per the health care provider, the explant was not related to any device malfunction. Based on the op report, the aortic valve was fully destroyed by the infection. The leaflets were virtually completely covered with vegetations and the annular sutures nearly dehisced. After removal of the valve as well as the residual annular sutures and all visible pledgets, the annulus appeared to be fairly well destroyed. Reconstruction of the neo-annulus was performed. A new 23mm edwards bioprosthetic valve was then positioned at the supra neo-annular level and tied. After final irrigation of the aortic root, the aortotomy was closed. The heart was de-aired and the crossclamp was released. A pacer wire was attached to the inferior wall of the right ventricle; however, prior to institution of pacing, the patient developed ventricular tachycardia. The patient did have a complete heart block, however, and required a vvi pacing. During the rewarming process transesophageal echo review showed no evidence of a pv leak. The patient was transferred to the ICU in critical but reasonably hemodynamically stable condition.

Manufacturer narrative:
Vegetations. Device not returned. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device.